Manufacturer narrative:
The device involved in this incident is contaminated with a chemotherapeutic agent and cannot be evaluated. A review of the product-reporting database revealed no similar reports have been rec'd for lot #05a043. A batch review has been requested for lot #05a043.

Event description:
Bague report rec'd from baxter states infusion was completed in 6 hours versus the expected 46 hours. The report indicates the pt was receiving a 5fu treatment. Other contents and total fill volume of the device are unk. No pt injury reported, however, report states "a physician saw the pt after the event.